Manufacturer narrative:
Date sent: 11/26/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported by the sales rep that during a liver resection they burnt through 3 of the inactive pads of the devices, they completed the case using an unk device to staple. Pt has had no reported consequence.